Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient in clinic for a follow-up. Upon review, it was discovered that the pacemaker detected over 6,000 episodes of automatic mode switch. Programming changes were performed. The patient was in stable condition.